Manufacturer narrative:
Upon investigation of the actual device used in this incident,it was determined that barcode scanner failed. A field service engineer replaced barcode scanner cable to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
A customer reported that a pyxis medstation system device had barcode scanner failure.the customer reported that users were unable to remove the medication.there were no adverse events or injuries reported based on this incident.